Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose and high ketones. The customer reported that the cannula had been completely damaged and had been throwing up all day. The customer was treated with intravenous liquids and stated that the ketones were not high enough to be hospitalized. The customer went to a different hospital and was hospitalized for three days. The customer did not know the blood glucose reading. The customer was unable to troubleshoot at that time.